Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 26.0 mmol/l and 12.2 mmol/l. The lot number was not provided. No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.